Event description:
Patient mentioned historical events where they had nevero battery replaced in the past and several of their stimulators were replaced because ins got too old after 6 to 10 years. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).